Event description:
It was reported that during procedure, there was resistance while advancing the subject coil from the introducer sheah and while inside the microcatheter shaft. The proximal part of subject coil delivery wire was found fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.